Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience stent delivery system (sds) noted blood visible on the balloon and stent implant and contrast in the inflation lumen, consistent with preparation and the sds advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were flared struts on the first two rows on the distal end of the stent implant. There was no damage noted to the balloon as reported. There was a kink in the proximal hypotube shaft distal to the strain relief tubing. The inflation device used in the procedure was not returned; therefore. It is unknown how it may have contributed to the reported difficulties. However, the reported difficulties were unable to be confirmed as a new indeflator filled with water, was used to pressurize the balloon to the rated burst pressure (rbp) and the balloon inflated and the stent implant deployed without any abnormalities. The patient anatomical information was not provided with the case information; however, it was reported the kissing balloon technique was performed which may have contributed to the reported difficulties as the clearance between the catheters and the guiding catheter/anatomy becomes reduced when the kissing balloon technique is used; however, this could not be confirmed. Additionally, it is likely that the noted hypotube kink and stent damage occurred during packaging, handling and return to abbott vascular for analysis as it does not appear to have contributed to the reported difficulties. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties were unable to be confirmed and there is no indication of a product quality deficiency. All stent delivery systems are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a kissing stent technique procedure of the iliac and distal aorta arteries, the xience v stents were delivered and during simultaneous inflation the left stent was deployed; however, the right stent did not inflate and was removed from the anatomy. Once outside the anatomy, the physician attempted to inflate the device but noted that the balloon was damaged; the stent implant remained on the balloon. No adverse patient effects were reported. No additional information was provided.